Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital's office assistant that the patient had a routine heart transplant. The pump was returned for evaluation and during the evaluation damage to the percutaneous lead was found.

Manufacturer narrative:
The pump was returned with the percutaneous lead cut approximately 3" from the pump end bend relief, and the majority of the severed portions were returned. The sealed inflow conduit and sealed outflow graft were also returned. Examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion s of the percutaneous lead found that the clamshell repair had been installed around the metal connector. Breakdown of the braided shield was noted at th e metal connector, the terminus of the connector bend relief and approximately 27" from the connector. Electrical continuity testing of the connector portion of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the wires found kinking of all of the wires adjacent to the metal connector, and a small breach was noted in the black wire insulation. The remainder of the percutaneous lead appeared unremarkable. Although no adverse events were reported prior to the transplant, the exposed conductors of the black wire would have had the potential to cause an electrical short. The most recent system controller log file submitted for the patient was dated (B)(6) 2013, one day before the clamshell repair was requested. The log file contained only routine power exchange and pi events. The system appeared to be operating as intended and showed no evidence of a potential percutaneous lead issue. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The observed wire damage appeared to be the result of repetitive flexing. The evaluation could not conclusively determine when the damage occurred. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.